Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed a lint on the lens and some dry spots on the optic body due to used viscoelastic healon. The iol was prepared for surgical use. The customer's reported complaint was verified; however the condition of the return sample does not suggest that the lint was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens¿ optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable no patient involvement reported. If explanted, give date: not applicable no patient involvement reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a lint on an intraocular lens (iol) after opening the lens case. Reportedly, the lens was rinsed with balanced salt solution (bss) but the lint remained on the lens. A backup lens was used instead. No patient involvement or injury was reported. No further information was provided.